Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the catheter shaft was broken at distal end of the shaft within hub, the catheter shaft was kinked near the hub and the catheter was kinked near the distal tip. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and it was confirmed that the catheter shaft was broken and kinked, confirming the event. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported issue.

Event description:
Analysis of the returned device found catheter was fractured proximally near the hub. There were no clinical consequences to the patient.